Event description:
It was reported that, during ligament dissection on a total hysterectomy, the jaw of the handpiece was difficult to open about an ho ur after the start. If the handle was not pushed forward, the jaw could no longer open. It was not applied to the tissue when the issue occurred. The handpiece was cleaned approximately once every 15 minutes. However, as this was an open surgery, the device did not often return to the nurse¿s hands, so there were limited opportunities for cleaning. The knife blade was normal with no issues. Another handpiece was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
D10. Concomitant product: vlft10gen, vlft10gen ft series energy platformx1 (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted no notable conditions. Functional testing found the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. The knife cut of the device was tested with acceptable results. The jaw gap of the device was measured and was found to be within specification. The device was detected when plugged into generator and activated multiple times with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The device was activated with the rotation knob in various positions to detect any problematic activation issues. The device was disassembled and a broken post was identified on the right handle body that would allow for the printed circuit board (pcb) to become misaligned during use. It was reported that the jaw was difficult to open. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.